Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
It was reported that during an in-clinic follow up, the right ventricular (rv) and left ventricular (lv) leads exhibited high capture threshold. Diagnostic imaging was performed and revealed a dislodgement of the rv and lv leads. While attempting to reimplant the leads, it was noted that the rv lead's helix was unable to be extended, and the rv and lv lead's suture sleeve exhibited movement. The rv and lv leads were explanted and replaced. The patient was in stable condition.